Event description:
It was reported that a user experienced persistent hyperglycemia while using an ilet system after a supply change and meal announcement, with fingerstick readings rising from 396 mg/dl to 461 mg/dl despite no observed infusion set failure; the user disconnected the device, administered 5 units of rapid-acting insulin by injection, and performed a complete set change with guidance. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included self-management with corrective insulin by injection and temporary discontinuation of pump therapy with planned reconnection after a waiting period. Investigation included customer interview, troubleshooting guidance, and user-performed set change. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device or infusion set malfunction identified. It was concluded that the event was user-managed with education provided and no further clinical intervention reported, with cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.